Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and was unable to verify the reported issue of the metronome not working. According to the device's logged data, analysis was performed. A clinical review was performed and determined that the contribution of the device to the reported event is unknown. Based on insufficient data within the file to determine the impact of the device use. There is no ECG data available for review to determine if the patient was in a shockable rhythm at the time the issue occurred. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control contacted the customer to request additional information on the patient. The customer provided physio-control with the available patient information. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.

Event description:
The customer contacted physio-control to report that their device, during patient use, performed an analysis and gave the prompt 'no shock advised'. The device was unable to provide audible metronome feedback and would not perform further analysis. The patient involved in the reported event did not survive.

Event description:
The customer contacted physio-control to report that their device, during patient use, performed an analysis and gave the prompt 'no shock advised'. The device was unable to provide audible metronome feedback and would not perform further analysis. The patient involved in the reported event did not survive.

Manufacturer narrative:
Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A root cause of the reported issue could not be determined.